Event description:
It was notify via e-mail that the customer passed away due to diabetes ketoacidosis while wearing the insulin pump. It was stated that the customer previous to her death a bolus was not delivered as expected. It was stated that the coroner download the insulin pump and no bolus was recorded within 24 hours prior to her death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.